Event description:
Information received by medtronic indicated that inpen had leadscrew anomaly. Customer reported that screw was not moving as intended. Customer stated that insulin did not exited after initial prime. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: blue. Battery life remaining: <9 months. Per visual inspection: inpen received with needle and insulin cartridge installed, dirt or sand like material noted under dose window. Customer reports: inpen app is not receiving the data from the doses and the inpen also does not dispense. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: tried dosing 4.0u slowly holding knob and button together and app show 3.5 u x 4 times. The screw is not bent. The leadscrew advances properly when dosing, however, retracts into inpen when dialing doses. The dose button was removed and dust/debris under the dose button, on washer, on the dose detent, dose window and dose knob. Unable to perform functional test due to screw anomaly. Inpen was cut open, no misalignment of encoder contacts and pattern wheel noted. Encode assembly looks nominal. However, high amount of contamination (sand and dirt grains) was noted in the encoder contact board, encoder pattern wheel and ground contacts. In conclusion: the customer complaint of inpen not communicating with phone app is not confirmed. However, leadscrew anomaly and dose log anomalies were due to contamination. It was determined the contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. The customer complaint of dose log inaccuracy is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.